Event description:
The medial 6 mm poly insert became disengaged after final implantation while waiting for cement to dry. The poly insert was removed and replaced with the 8 mm poly insert.

Manufacturer narrative:
The medial 6 mm poly insert became disengaged after final implantation while waiting for cement to dry. The poly insert was removed and replaced with the 8 mm poly insert. Review of the device history record indicates that the device was manufactured to specification. Returned device eval: the 6mm medial poly was returned to conformis. The insert shows significant damage to the snap feature with little to no damage to the interference area. Inspection indicates that the insert may not have been pushed posterior and not properly positioned before impacting. With the insert damaged in this fashion, it was likely the insert was not able to completely lock, causing the insert to disengage during cementing.